Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that resistance was experienced during the fill process. Reportedly, the issue resolved and the customer successfully filled the cartridge. It was also reported that the customer was not connected to the tubing which resulted to customer's continuous glucose monitor to read "high," however, specific bg value was not provided. A correction bolus via the pump was delivered to address bg. Reportedly, the customer continued to use the pump for insulin therapy.